Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure the balance middleweight (bmw) guide wire was used and it was noted that the tip had separated. Additionally, it was reported to have occurred with two different bmw guide wires. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other device referenced is being filed under a separate medwatch MFR number.